Event description:
The user contacted lifescan alleging inaccurate readings on the lifescan meter. Based on customer service investigation, this complaint was ruled-out due to lack of data. Lifescan cannot confirm any inaccuracy from the data provided since only one lifescan meter reading was provided. There was no injury or medical attention sought due to the issue. Lifescan has received the meter and test strips involved with this complaint. Device evaluations were completed on (B)(4) 2011 with the returned tests strips and on (B)(4) 2011 with the returned meter. Investigation was unable to confirm the alleged issue with the returned meter; however, it was found that control solution test was out of specifications when using the returned test strips. This complaint is now being reported due to the failed device evaluation tests.